Manufacturer narrative:
Correction to the initial report: the correct d4. Primary UDI number is (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a watchman procedure with a nuvision intracardiac echocardiography (ice) catheter and the distal tip of the catheter came apart from the shaft of the catheter. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the tip was separated from the shaft. There was reddish material in the tip area and the shaft was bent. A manufacturing investigation was performed due to the separation of the tip. A fourier transform infrared spectroscopy (ft-ir) and a scanning electron microscopy (sem) with energy-dispersive x-ray spectroscopy test was requested for the tip of the device, and it was concluded that there was insufficient adhesive at the post of the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip issue reported by the customer was confirmed. The root cause for the separation of the tip was the incorrect application of adhesive in the post of the tip, related to the manufacturing process. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. An internal corrective action was created to assure the correct application of the adhesive in the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a watchman procedure with a nuvision intracardiac echocardiography (ice) catheter and the distal tip of the catheter came apart from the shaft of the catheter. The catheter was replaced and the case continued. There was no adverse patient consequence.